Manufacturer narrative:
The evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The targeting arm was documented as faultless prior to distribution. As the device had been in use for approx. 1.5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. No damages were detected on the provided targeting arm. A functional test revealed that all nail holes of sample nails were passed without nail contact like specified; the reported distal misdrilling was not reproducible. The targeting arm was fully functional. Most likely the screw missed the nail twice due to bending forces during screw insertion (use error). The IFU, operative technique and cleaning guide includes that every instrument shall be checked prior to every surgery, furthermore all connections must be checked prior to usage. The targeting arm shall be stored and sterilized in its special storage place in the tray. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole (oval hole) of the nail. Afterwards, the surgeon inserted the screw. However the screw was not inserted in the distal screw hole when the surgeon checked the image. Although the surgeon performed drill again, the screw could not be inserted and the surgery was finished. The surgeon fixed the distal screw hole (round hole) by 1 screw. And surgery completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole (oval hole) of the nail. Afterwards, the surgeon inserted the screw. However the screw was not inserted in the distal screw hole when the surgeon checked the image. Although the surgeon performed drill again, the screw could not be inserted and the surgery was finished. The surgeon fixed the distal screw hole (round hole) by 1 screw. And surgery completed.